Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a detached downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. There was no previous service history. The reported problem was confirmed through visual inspection which identified a delaminated downstream occlusion (dso) seal. The root cause of the reported problem was accidental wear and tear. The dso seal was replaced to solve the issue. A performance verification testing (pvt) was performed, and the device passed all test criteria.